Event description:
It was reported that some of the buttons on the customer's insulin pump were unresponsive, after falling into puddle. His blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded electronic assembly. The motor assembly was found with corrosion. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.